Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch and lcd connector unlocked. We were unable to perform the self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. No blank display anomaly noted. The insulin pump passed stop current test. No damage found on lcd isolation tape noted. The insulin pump had cracked case at display window corner, broken reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shuts off by itself at night. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump keypad buttons are hard to push and not responsive. Customer declined to troubleshoot and was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.